Event description:
It was reported that device entrapment occurred. The patient underwent a peripheral angiogram on the patient's right leg using a destination crossover sheath in the left groin via the superficial femoral artery (sfa) which revealed a chronic total occlusion in the p2-p3 segment of popliteal artery. After crossing the lesion with a non-boston scientific (bsc) guidewire, laser was used to prepare the lesion and blood flow was confirmed. A 3.5mm x 80mm x 150cm coyote balloon catheter was advanced over the wire; however, once the coyote balloon was just proximal to the target area, the balloon seized and would not move no matter how hard it was pushed or pulled. Fluid was injected into the area in attempt to get the balloon to move over the wire, but the balloon was stuck. The balloon and the wire were pulled together and removed out of the body. A new non-bsc guidewire was placed, and the lesion was dilated with a non-bsc balloon. The procedure was successfully completed, and the patient was recovering as normal.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damage to the guidewire lumen 79cm from the tip. No other damage or irregularities found. Product analysis found damage to the device that would have contributed to the reported event.

Event description:
It was reported that device entrapment occurred. The patient underwent a peripheral angiogram on the patient's right leg using a destination crossover sheath in the left groin via the superficial femoral artery (sfa) which revealed a chronic total occlusion in the p2-p3 segment of popliteal artery. After crossing the lesion with a non-boston scientific (bsc) guidewire, laser was used to prepare the lesion and blood flow was confirmed. A 3.5mm x 80mm x 150cm coyote balloon catheter was advanced over the wire; however, once the coyote balloon was just proximal to the target area, the balloon seized and would not move no matter how hard it was pushed or pulled. Fluid was injected into the area in attempt to get the balloon to move over the wire, but the balloon was stuck. The balloon and the wire were pulled together and removed out of the body. A new non-bsc guidewire was placed, and the lesion was dilated with a non-bsc balloon. The procedure was successfully completed, and the patient was recovering as normal.